Event description:
The customer reported via phone call that the insulin pump was not keeping track of when she started the reservoir. Customer changed the reservoir on friday and stated that little pieces of the reservoir are coming off. Customer stated there were cracks on the reservoir chamber. Customer stated that one day she twisted the reservoir in and a piece started to fall off. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump passed the basic occlusion test and the displacement test. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump was received with a broken reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.